Event description:
It was reported that post-port placement of a da vinci-assisted cholecystectomy procedure the customer called dvstat after hours and stated that the vision processor (vp) was not powered on. They had placed the ports, and they were about to dock. All switches in the back of the tower were all powered on and there were no loose power cords. The customer power cycled the system and there were multiple errors in the core. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer disconnect the dvi cable to their operating room (or) monitors from the core. The customer did a power cycle and an emergency power off (epo) of the entire da vinci system. The system errored with an error at power up. The customer attempted a power cycle again, but they again got errors at power up. The vp was still not powering on. It was reported the procedure was converted to traditional laparoscopic surgery.

Manufacturer narrative:
The reported event was addressed with phone support. The site's intuitive representative resolved the issue by reseating the gray fiber cable as it was not connected properly. No site visit was conducted by a field service engineer. The system was working properly, and no additional action was required as the issue was resolved.